Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient reported hcp couldn't find the port. An MRI was done. An x-ray was done and revealed the pump was upside down. Per hcp, the event was due to pump inversion. A revision of the pump was done on (B)(6) 2012. The pump was refilled. When the patient got home, the personal therapy manager (ptm) was not working correctly. There was difficulty communicating with the ptm. This was resolved by adjusting the patient's clothing. The patient fell on (B)(6) 2012 and hit something in their arm and her hand was 'dead.' Per patient, 'my left arm is completely dead.' The pump was delivering bupivacaine, morphine and an unknown medication. Additional information has been requested but was not available at the time of this report.